Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2019, he stated his hip is not healing well. Our procedure was explained to him and he stated he will not provide medical records at the moment as he will reach out to his surgeon for medical advice.